Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in operating room, when locking pump (lock fully engaged) on apical cuff, the pump could still be rotated. No other issues were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump rotation issue following full engagement of the apical cuff lock could not be confirmed based on the provided information. A specific cause for the event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU provides instructions on proper engagement and locking of the apical cuff using the slide lock mechanism. This section also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Additionally, this section states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. The heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The IFU also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for mlp-046726 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that locking mechanism was opened and locked multiple times. The pump was disconnected from the apical cuff and reconnected. The coring site was assessed, and more tissue was cut away. Operating time was prolonged for 20-30 minutes. There was no adverse patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.